Event description:
It was reported that an ez45b was used during an unknown procedure. It was reported by the affiliate that the device had leakage. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.56151/c. D5,6; h4: info not available, device not returned for analysis.